Event description:
During a coil embolization, the galaxy coil ((B)(4)) had some resistance when pulling back into the non-codman microcatheter (finecross/terumo), and after removal from the patient, the coil was unraveled. It was reported that microcatheter tip moved closer to the parent artery, therefore it repositioned. However, while pulling the galaxy back, some resistance occurred in the microcatheter. Once, the galaxy was out of the body, the coil was unraveled. It is unknown where exactly resistance was met, and it is unknown if both, the coil and the microcatheter, were removed as a unit. Also it is unknown if the microcatheter was replaced or not. Afterwards, one additional coil was placed and the procedure was successfully completed without any further issues. The microcatheter position was lost once the coil was in the aneurysm, but during the attempt to reposition the microcatheter, the coil was not left in the aneurysm (the coil was not used like a guidewire). Once the microcatheter position was lost, prior to repositioning the microcatheter, the coil was retracted. Additional manipulation, torque, or force was used during withdrawal of the galaxy from the microcatheter. No patient injury was reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. The target site was the right coronary artery aneurysm with a vessel that was moderately calcified and moderately tortuous. Access was obtained from femoral artery. After the event, other than the reported event, the device was not damaged (coil-fracture, separated, etc), delivery system or introducer, and the coil remained attach to the delivery system. No additional information is available.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15617361 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization, the galaxy coil (640cf0308/15617361) had some resistance when pulling back into the non-codman microcatheter (finecross/terumo), and after removal from the patient, the coil was unraveled and remained attached to the delivery system. It was reported that microcatheter tip moved closer to the parent artery, therefore, it was repositioned. The microcatheter position was lost once the coil was in the aneurysm, but during the attempt to reposition the microcatheter, the coil was not left in the aneurysm (the coil was not used like a guidewire). Once the microcatheter position was lost, prior to repositioning the microcatheter, the coil was retracted. However, while pulling the galaxy back, some resistance occurred in the microcatheter. Once, the galaxy was out of the body, the coil was unraveled. It is unknown where exactly resistance was met, and it is unknown if both, the coil and the microcatheter, were removed as a unit. Also it is unknown if the microcatheter was replaced or not. Afterwards, one additional coil was placed and the procedure was successfully completed without any further issues. The microcatheter position was lost once the coil was in the aneurysm, but during the attempt to reposition the microcatheter, the coil was not left in the aneurysm (the coil was not used like a guidewire). Once the microcatheter position was lost, prior to repositioning the microcatheter, the coil was retracted. Additional manipulation, torque, or force was used during withdrawal of the galaxy from the microcatheter. No patient injury was reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. The target site was the right coronary artery aneurysm with a vessel that was moderately calcified and moderately tortuous. Access was obtained from femoral artery. After the event, other than the reported event, the device was not damaged (coil-fracture, separated, etc), delivery system or introducer, and the coil remained attach to the delivery system. No additional information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15617361 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. As reported, additional manipulation, torque, or force was used during withdrawal of the galaxy from the microcatheter. Labeling instructions caution: to do not withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance can cause damage and/or premature detachment of the coil. With review of the reported information and the device history records, there is no indication of any manufacturing issues impacting the event. Procedural factors appear to have contributed to the reported event. Therefore, no corrective actions will be taking at this time.